Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Section h codes have been updated.

Event description:
This report now summarizes 3 malfunction events, instead of 4.